Event description:
It was reported that the right ventricular lead exhibited loss of capture. The patient presented to the emergency room with impedance greater than 2500 and syncope, due to lead fracture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.